Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that this rv lead was explanted and replaced due to dislodgement, loss of capture and asystole less than 2 seconds. There was also a slight rise in thresholds. The implant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed a squeezed lead body and deformations of the outer conductor coil approx. 14.5 cm distal to the is-1 connector pin. These damages occurred most likely due to a tight suture. At this position cuts in the insulation were detected. Furthermore, cuts in the insulation and deformations of the outer conductor coil were observed approx. 29 cm distal to the is-1 connector pin which resulted most likely from the explantation procedure. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.